Event description:
In incoming inspection at distribution, it was found that there was a hair in the package.

Manufacturer narrative:
It is unknown at this time if the devices will be available for evaluation. If the device or additional information becomes available it will be reported on a supplemental report.